Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia and pacing (atp) and electric shocks due to atrial fibrillation (af) with rapid ventricular response. Physicians were informed, that this patient had forgotten to take his sotalol the past 3 days prior to event. No changes were made. This product remains in-service. No additional adverse patient effects were reported.